Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic surrounding the scissor melted off. Incision was extended to remove the thermal insulation piece which dislodged. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for lots 25153772, 25153829, and 25154059 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic surrounding the scissor melted off. Incision was extended to remove the thermal insulation piece which dislodged. The hospital did not report any patient effects.